Event description:
This is an intra-operative issue occurred in (B)(6). During a surgery dated (B)(6) 2013, the delta poly liner did not find a correct coupling inside the acetabular cup. After some attempts, the surgeon decided to open another liner, that worked fine with the same cup.

Manufacturer narrative:
We checked the DHR of both the polly liner (batch 201302779) and the acetabular cup (batch 201214395), without finding any dimensional anomaly on them. We also rec'd the poly liner involved, so we could analyze it. By a visual analysis, the polar peg of the liner which goes inserted into the cup polar hole is visibly deformed, indicating that the surgeon could have improperly inserted the liner into the cup and, once deformed the polar peg, it was impossible to find the final correct position of the liner inside the cup. We also performed a further dimensional check on the returned liner. By this check, we only detected a slight deviation on the external conicity angle of the liner (-0 degree 02' with regards to the minimum allowed). We believe that this slight deviation could not lead to the intraoperative issue; moreover, it is probably due to the slight deformation of the poly liner during surgery, as the deviation was not detected before introducting the device on the market. However, to verify the functionality of the component, we took a new liner of the same batch (201302779) which underwent a functional test with a diameter 50 mm acetabular cup, as the one used in the surgery. This test confirmed the stability of the poly liner inside the cup, after a proper assembly as per surgical technique. We did not receive other signalings related to this batch of poly liner, and a total of (B)(4) pieces have been manufactured with this batch. This, in addition to the functional test performed, and to the high damage of the polar peg of used liner, makes us believe that the surgeon improperly inserted the liner into the cup the first time and, after the deformation of the peg, the liner lost its functionality requiring the surgeon to use another poly liner.